Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime test. However, it was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Device had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind and there were some motor error alarms in the alarm history. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.